Event description:
It was reported that an ilet user experienced hyperglycemia after waking with a blood glucose of approximately 323 mg/dl and reported tingling, following an overnight hypoglycemic event that he treated with cookies and acknowledged overtreating; the user frequently announced multiple meals per day and asserted the pump was not working while declining guidance on supply changes, and the issue context involved use of the device¿s user interface. Symptoms included hyperglycemia with a peak of 330 mg/dl accompanied by malaise and a tingling feeling, with a reported preceding hypoglycemic episode with a nadir of 39 mg/dl. Outcomes included unexpected medical intervention and serious injury. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and improper or incorrect procedure or method, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error caused or contributed to the event. This report is being submitted for using meal announcements as corrections. A separate report has been submitted for overtreating hypoglycemia under report number 3019004087-2026-44210.